Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-10831. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was heart failure and chronic obstructive pulmonary disease. No additional information was reported.

Manufacturer narrative:
As received, a partial lead connector portion was returned in one piece and was measured to be 4.6 cm. Visual inspection of the lead did not find any anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.